Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the subject device prematurely deployed inside the catheter. Per physician¿s opinion may have been caused by friction inside the catheter. Additionally,the friction was observed while advancing the subject device through stent and the subject device deployed when it was pulled back. The subject device and the microcatheter were safely removed from the patient as one unit and there was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that the subject device prematurely deployed inside the catheter. Per physician¿s opinion may have been caused by friction inside the catheter. Additionally,the friction was observed while advancing the subject device through stent and the subject device deployed when it was pulled back. The subject device and the microcatheter were safely removed from the patient as one unit and there was no clinical consequence to the patient due to the reported event.